Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber during a portion of the procedure. It cannot be ruled out that the high number of adjustments made in the middle of the procedure disrupted the steady-state of the system and contributed to the elevated wbc content measured in the platelet product. It also cannot be ruled out that the higher-than- expected wbc content in the platelet product could be donor-related.

Event description:
The customer requested the run data file be investigated to determine a possible cause for the higher-than-expected wbc content in the platelet product. The patient's unit ID (B)(6). There was not a transfusion recipient or patient involved at the time of this incident, therefore no patient information is reasonably known at the time of the event. The trima collection set was not returned as it was discarded by the customer.(due to system limitations, the 1 lb. Entered into the patient weight in the report could not be deleted once it was inadvertently added.)